Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented in the operating room for a rv lead replacement. During the procedure, the pulse generator exhibited backup vvi operation. It was clinically resolved by a successful software download. The device remained implanted.